Manufacturer narrative:
Device received with flashing white segmented display with vertical colored lines due to moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device flashing white segmented display with vertical colored lines. During visual found electrical board, motor and keypad connector moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump was completely white. The customer¿s blood glucose level was 239 mg/dl. The customer stated that right side of the insulin pump screen there was dark script with red and green lines. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.